Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, following the implantation on (B)(6) 2021, it was found that the device have been reinitialized.

Event description:
Reportedly, following the implantation on (B)(6) 2021, it was found that the device have been reinitialized.